Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 2.50 x 28mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was distorted and migrated due to calcification. It was put on one side of the blood vessel and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent was detached from the sds and not returned for analysis. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon cones appear relaxed from their original folded position. Stent crimp markings were visible on the distal balloon body indicating that the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found a hypotube kink 110 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 2.50 x 28mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was distorted and migrated due to calcification. It was put on one side of the blood vessel and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.